Event description:
It was reported that a small volume intermate had broken tubing. This occurred or was noticed after filling with 5% dextrose in water (d5w). Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 20, 2012 to december 21, 2012. Evaluation summary: the device was received for evaluation outside of its original packaging. A visual inspection was performed and noted that the tubing was broken off from the distal luer lock. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.